Event description:
The following information was provided: as per pss case: existing hybrid custom gmrs/mrs proximal tibia standard off the shelf body & stem, custom "tray" for joint sparing implant since surgery in 2004, has shifted into valgus and flexion through implant needs revision body segment to restore alignment with 16deg valgus and 5-8deg extension also has 2 cm limb length inequality, would like to add 1.25 cm of length to implant leave two other components in situ.